Event description:
Healthcare professional reported left side rupture discovered by ultrasound and confirmed by MRI and capsular contracture, baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant-breast: not observed. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/ silicone migration: observed broken assessed as surgical impact, opening and broken assessed as surgical damage and missing assessed as inconclusive. Shell thickness was within specification). ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ crease/ folding of implant: observed: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08/20/2024.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii, probable siliconomas at the external quadrants and axillary crease junction, presence of siliconomas, presence of intraganglionic silicone on left axillary and mammary chain, and hypersignal of the left axillary lymph nodes. The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy, silicone migration.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii, probable siliconomas at the external quadrants and axillary crease junction, presence of siliconomas, presence of intraganglion silicone on left axillary and mammary chain, and hypersignal of the left axillary lymph nodes. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii, probable siliconomas at the external quadrants and axillary crease junction, presence of siliconomas, presence of intraganglion silicone on left axillary and mammary chain, and hypersignal of the left axillary lymph nodes. The device has been explanted and replaced.